Event description:
I have been using a dreamstation CPAP for years and have had chronic headaches and a couple bouts of pneumonia and the machine now has been recalled for off-gas chemicals caused by the devices foam that may degrade releasing particles into your lungs. Also after using the device my eyes have always watered. FDA safety report ID# (B)(4).